Event description:
During a clinic follow-up, a high pacing impedance was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.